Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that ue dvt for catheter with dwell time of 118 days (inserted (B)(6) 2024 removed (B)(6) 2024). No other information provided, at this time.